Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation patient alleges from pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update ad 30 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges dislocation. Updated part and lot numbers of the impacted products. Added stem due to previously alleged large amounts of toxic cobalt chromium metal ions. Added lawyer and law firm. Doi: (B)(6) 2010 - dor: 2014 (left hip).